Manufacturer narrative:
A follow up will submitted when additional information become avaialble.

Event description:
After calibrating the venous probe to 50% saturation and shortly after the probe stopped measuring venous saturation, cardiohelp displayed the error ¿sitting out of range¿ and provided no readings. A blood gas confirmed that the saturation was 50%. Initialization of the test was successful and was repeated several times to try to get the test to read a value so it could be recalibrated. Despite several reinitialization attempts and cleaning of the probe and cuvette, the problem persisted. The probe was parked to silence the alarm. After replacing the cardiohelp and hls set, the venous probe functioned normally. No harm to the patient was reported. Since the cardiohelp and hls set were replaced during treatment, a report is required. Complaint-ID: (B)(4).

Manufacturer narrative:
The customer stated that they calibrated the venous probe to a saturation of 50% and shortly afterwards probe stopped reading venous sat with message of sat out of range, ie below 40%. A repeat blood gas was performed and venous sat was measured at 50% by the blood gas. The probe initialization was successful, and was repeated several times to try to get the probe to read a value so it could be recalibrated. Cleaned the probe and venous line cuvette with water and cloth in order to try to get a reading with no success. Decision was made to park the probe on the safety bar to stop the alarm. Asked customer to continue to occasionally try to attach the venous probe to the hls to see if it would read. The cardiohelp and disposable were replaced with another cardiohelp and hls. The venous probe worked on the new cardiohelp. No harm to any person has been reported.as the cardiohelp and the hls set was exchanged during treatment, a report is needed.a getinge field service technician (fst) was sent for investigation. The venous probe was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fst confirmed, that the root cause for the reading fail was a defective protective film on the lens.according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure; fail of device by mechanical force e.g. - wear / loosening of components.due to the age of the device and this component venous probe, age related aspects can be considered as well.the venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The venous probe sensor analyzes blood gas values by emitting lights in different frequencies. The coating present on the lenses was used to smooth the angle density distribution of the illuminating leds. The film consisted of several layers of holographic patterns. According to the venous probe sensor manufacturer, datamed, the coating is only present on the 7 lenses venous probe. Since march 2019, a new version of the venous probe is currently available. The new version of the venous probe has 4 lenses and has no coating. The device was manufactured on 2021-03-02.the review of the non-conformities has been performed on 2025-07-02 for the period of 2021-03-02 to 2025-05-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure " probe stopped reading venous sat with message of sat out of range, ie below 40%" could be confirmed.this complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2024-05-05 till 2025-05-05)the customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint-ID: (B)(4).